Event description:
It was reported that during a scheduled transmission this implantable pacemaker recorded atrial tachy response (atr) episodes showing significant undersensing of atrial fibrillation (af). A lead assessment with a programmer was recommended. The battery longevity is normal and the other lead measurements are stable. At this time, the device and right atrial (ra) lead remain in-service. No adverse patient effects were reported.